Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement test or verify the motor position encoder error or motor error alarms due to the motion sensor test failure alarms. The pump was received with a cracked case at the display window corners. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. The customer had a MRI done that morning and did not remove the insulin pump. Customer's blood glucose level was 99 mg/dl. The customer was unable to rewind the insulin pump because the motion sensor test failure alarm occurs each time. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.